Event description:
The patient reported underdose symptoms and lack of therapeutic effect including motor weakness, tingling, leg weakness and spasms, fever, diarrhea, sweating and body shakes. The patient reports there may be an inflammatory mass. A catheter dye study was performed (no results were reported) and the patient was given a bolus after the study. It is unclear if the patient responded to the bolus. The drug used in the pump is dilaudid. The patient is admitted to the hospital. Additional information has been requested from the hcp but was not available on the date of this report.